Event description:
A customer reported follicle simulating hormone (fsh) biorad controls lot 85391 and lot 85392 are out of range on both levels on the aia-900 analyzer. The customer calibrated fsh, and has been using the same bottle of controls all week. All other assays are within acceptable range. Technical support specialist (tss) recommended the customer make fresh controls. Tss also found that the customer was not performing the quarterly maintenance for cleaning the lines for two years. Tss then recommended the customer perform a decontamination on the analyzer. The customer has requested field service engineer (fse) assistance. A field service engineer (fse) was dispatched to address the reported event which resulted in a delay of reporting patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was conducted a site visit and confirmed the reported issue by reviewing the customer results. The fse verified the bf washers were dispensing the correct amount and checked the substrate syringe. The fse found some buildup on the substrate syringe tip. The fse then checked the wash syringe and identified it had been leaking. The fse performed a decontamination with 10% hydrochloric acid and alcohol, as well as replaced the sample syringe assembly and substrate syringe. The fse validated the analyzer by priming all fluids, running quality control and verified precision with results within acceptable range. The aia-900 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There was one similar complaints identified during the searched period, including this one. A 13-month complaint history review and lot history review through aware date of event for similar complaints was performed for biorad lot 85391. There were no similar complaints identified during the searched period. A 13-month complaint history review and lot history review through aware date of event for similar complaints was performed for biorad lot 85392. There were no similar complaints identified during the searched period. The analyte application manual for follicle stimulating hormone states the following: evaluation of results. Quality control. In order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack fsh, the highest concentration of follicle-stimulating hormone measurable without dilution is 200 miu/ml, and the lowest measurable concentration is 1.0 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 100 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 200 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients who have received preparations of mouse monoclonal antibodies for diagnosis or therapy may contain human anti-mouse antibodies (hama). Such specimens may show falsely elevated values when tested for follicle-stimulating hormone. Certain medications may interfere with assay performance. Specimens from patients taking medicines and/or medical treatment may show erroneous results. All results should be interpreted with respect to the clinical picture of the patient. The most probable cause of the reported event was due to biological contamination of the analyzer due to maintenance and component failure of the wash syringe and substrate syringe.

Manufacturer narrative:
Correction to h11: previously reported: a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There was one similar complaints identified during the searched period, including this one. Correction: a 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints identified during the searched period, including this one.